Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after pausing the ilet overnight following a high-fat meal; the glucose rose to about 270 mg/dl and remained elevated for a few hours until the user unpaused the pump, after which insulin delivery resumed and glucose could be corrected. Symptoms included abdominal discomfort, dizziness, tenderness, and fatigue. Outcomes included no need for outside assistance and no medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction or alarm issues, and the event was attributed to suspended insulin delivery during a period of increased postprandial insulin need. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-initiated pump pause leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.